Manufacturer narrative:
Investigation/evaluation: a visual inspection and functional testing of the returned devices was conducted. A document based investigation was also performed including a review of complaint history, the device history record, instructions for use, manufacturing instructions, and quality control data. Two devices were returned for investigation. The returned packaging confirms lot number 9498597. Device a: the device was returned with the handle in the closed position and the basket formation partially closed. The male luer lock adapter (mlla) is tight. The collet knob is tight and secure. The polyethylene terephthalate tubing (pett) measures 3.5 cm in length. Functional testing found the handle does not actuate the basket formation. Visual examination noted the support sheath is severed 2 mm from the nose of the mlla. There is a gap between the points of separation that measures 1.1 cm and 1.1 cm of the basket sheath is exposed. The basket sheath is bent 2 mm from the mlla and again at the other point of separation. The remaining support sheath and basket sheath are still attached. Device b: the device was returned with the handle in the open position and the basket formation in the closed/retracted position. The male luer lock adapter (mlla) is finger tight. The collet knob is tight and secure. The polyethylene terephthalate tubing pett measures 3.8 cm in length. Functional testing found the handle does not actuate the basket formation. Visual examination noted the support sheath is severed 1.2 cm from the nose of the mlla. The basket sheath and support sheath are detached at the point of separation. The distal end of the support sheath is still attached to the basket sheath. Glue is visible on the basket sheath. A review of the device history record for lot number 9498597 showed no non-conformances that would have caused or contributed to the reported failure mode. A review of complaint history revealed no other complaints associated with lot 9498597. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Two devices were returned that were non-functional due to the red support sheath being separated near the handle. The separation prevented the basket from being opened / closed. Both devices were found to be damaged before use. The specific cause of the separation could not be determined but it is possible the sheaths could have become damaged during manufacturing, during unpacking from the tray, or during handling after removing the devices from the tray. The definitive cause could not be established. Per the quality engineering risk assessment, no further action is warranted. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The customer does not wish to provide any additional information about the patient or event because they feel that this is a hippa violation.

Manufacturer narrative:
Occupation ¿ uro coordinator. PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that where the basket meets the handle, the device is separated. This was noted when the device packaging was opened. This occurred with two devices. No patient care was impacted. And another device was used to complete the procedure. Additional patient, device and event details have been requested.